Event description:
The distributor found a small number of units where the packaged product showed a hole in the side corner of the tray.

Manufacturer narrative:
The complaint product was shipped to a (B)(4). During incoming inspection at their warehouse, the distributor found a small number of units where the packaged product showed a hole in the side corner of the tray. On 05/20/2015, the distributor came to argon and brought examples with them that showed a sterile barrier breach with the bone marrow needle. (B)(4) 100% inspects all product before accepting into their warehouse for distribution. No add'l data was available at that time. The device history records for the lots were reviewed and no discrepancies were noted. A 100% re-screen of the devices in argon's inventories were performed to determine the extent of the sterile barrier breach. As a result of our investigation a health hazard assessment was completed on (B)(6) 2015 to assess the level of risk. As a result it was decided that a recall would be initiated with the product. The (B)(4) was notified of this decision on 06/18/2015. During the hhe phase, argon evaluated all products going back to (B)(6) 2014 which is when the process are first transferred to athens. Since transfer of the operation to argon in (B)(6) 2014, there had been no complaints for this type of defect until the recent complaint by (B)(4). There have been no reports of infection or pt harm. The product label cautions the user to not use the product if the package or product is damaged, and the holes are large enough to be seen on visual examination.